Event description:
It has been reported to philips that the allura's flexvision would not display images normally. The system was in clinical use and the procedure was cancelled when the patient was already under anesthesia. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc and the hard disk which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the log file showed malfunction on flexvision pc. Upon troubleshooting fse found an issue with the flex vision pc. To resolve this issue the fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.